Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine a root cause. The most likely cause of the delivery issue was due to patient condition of high calcification. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a (B)(6) female patient was being implanted with an impella cp device for mechanical circulatory support. It was reported that the pump was unable to advance due to high calcification within the patient's vasculature. Therefore, the impella cp implant was aborted. There was no patient harm reported.